Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of concomitant products: product ID: 5076-52 lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was r wave double counting resulting in the patient receiving a shock instead of anti-tachycardia pacing (atp) on the right ventricular (rv) lead. It was noted there was a small r wave. The device was reprogrammed and the rv lead remains in use. No further patient complications have been reported as a result of this event.